Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the workstation power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system shut down and required reboot three times during a case. There was no report of pt injury.